Event description:
Rptr and his father were sold a fraudulent medical machine which is represented as a cancer cure. His father used the machine on people in a foreign country with "disappointing results." It is a pulse generating instrument and costs 2500 dollars. "For experimental use only" is printed on the machine.